Event description:
The user's mother reported that her child's implant was coming out of her head. The child had been holding her head for the past few days, but the mother did not notice the implant protruding until the night of (B)(6) 2025. The user has been explanted on (B)(6) 2025. It has been decided to wait for the skin to heal before proceeding with reimplantation.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Furthermore, two channels were left extra-cochlea at the time of implantation. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's mother reported that her child's implant was coming out of her head. At implantation 2 channels were left extra-cochlear. The user has been explanted on (B)(6) 2025. It has been decided to wait for the skin to heal before proceeding with reimplantation.